Event description:
On (B)(6) 2011, the reporter/nurse contacted animas on behalf of the patient and reported that the patient was hospitalized for dka and had a blood glucose (bg) level of "526 mg/dl." The patient was in the ICU and was being treated with IV insulin. Through troubleshooting of the pump, the animas representative involved in this contact noted that the pump's date was currently set to "02-14-2004." The animas representative also noted that the pump's date/time had reset to a default setting. The patient denied changing the pump's date/time. Alleging an intermittent power issue with the pump. A review of the tdd revealed that the patient had not bolused for the previous 2-3 days. The patient reportedly admitted to the nurse that she had not bolused. The animas representative also noted that the pump was delivering as programmed. No abnormalities were observed with the patient's site. The cause of the date/time reset is unknown at this time. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. It is unclear as to why the patient had not bolused for 2-3 days. It is also unknown what the patient's last bg level was prior to the hospitalization, what date/time she was admitted to the hospital, and what actions the patient took prior to developing the elevated bg level and before she was hospitalized. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. At this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).